Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during basal delivery. The customer reported a blood glucose (bg) level of 400 (mg/dl). The cartridge was changed and a pump bolus delivered to address bg levels. The current pump will continue to be used for diabetes management.